Event description:
Procedure type: lap hernia repair. According to the reporter, the dissecting balloon tore off while removing it from pt. The balloon was retrieved and the operating time an incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported and pt is currently in well condition. Further pt details were not provided.

Manufacturer narrative:
Initial report sent: 9/10/2007.